Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not received stuck in manufacturing mode. Insulin pump passed displacement test and self-test. No blank display, flashing white light on display, missing segments/partial display or audio tone/beeps noted during testing. Unit was received with cracked select button keypad overlay, minor scratched lcd window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that their insulin pump had partial display. The customer was assisted with partial display troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that display was blank, white, flashing, and impossible to stop. There was also an audio alarm. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.